Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. This was manifested by cloudy effluent fluid and abdominal pain. The patient was hospitalized for this event. The patient was originally treated with intra-peritoneal (ip) vancomycin (2g, every five days) and ceftazidime (1g daily). This therapy was discontinued and the patient was treated with ip ampicillin (1g in each exchange). The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from this event. He had been discharged from the hospital and the ampicillin had been discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the patient recovered from the bacterial peritonitis on (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.